Manufacturer narrative:
The device is expected to be returned. However, the device has not yet been received. A supplemental report will be submitted, if the device is received and evaluation is performed. H3 other text: device not returned.

Event description:
It was reported, that a cartridge alarm occurred. Customer¿s continuous glucose monitor read ¿high¿. However, a specific blood glucose (bg) value was not provided. A correction bolus was delivered to address bg level. The customer reverted to alternate therapy for diabetes management.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could be verified; however, a different issue was also identified. The information will be used for tracking and trending purposes.